Event description:
Mrs (B)(6) called on behalf of her deceased mother to file a complaint about a device and against the hosp. She said, her report is a follow-up report ifh4900632011-002 that was filed by the hosp to the FDA. Dr (B)(6) of (B)(6) hosp in (B)(6) carried out the procedure according to the hosp medical report (B)(6). According to her, contrary to what the hosp reported to the FDA, an MRI and photocopy was done, which clearly showed the broken spinal rod in the pt. The hosp neglected this act and has destroyed all evidence, but she still has former copies. Due to the broken spinal rod, her mother suffered complete lower paralysis and later had a stage 4 sacral pressure ulcer. Pt expired due to her complications. The hosp denies implanting this spinal rod in her contrary to what the records she has clearly showed.